Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vra 135 and two pts with anti-kell. This report corresponds to ortho clinical diagnostics inc. (B)(4).